Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were trying to restart therapy and the arctic sun device keeps alerting low flow & air leak. Walked through stop therapy and empty pads. Device alerted 07 empty pads not complete x 2. Had them empty pads over trash can. Placed device in manual control at 10c with no pads connected. System diagnostics: outlet monitor temperature (t1) was 11.96c, outlet control temperature (t2) was 11.8c, inlet temperature (t3) was 12.2c, chiller temperature (t4) was 3.9c, water flow rate (wfr) was 0.8 l/m, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 28%, mixing pump command (mpc) was 26%, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 1231.1, pump hours were 1050.1. Reattached pads while still in manual control. System diagnostics: outlet monitor temperature (t1) was 10.1c, outlet control temperature (t2) was 9.9, inlet temperature (t3) was 10.3c, chiller temperature (t4) was 5.4c, water flow rate (wfr) was 0.7 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 27%, mixing pump command (mpc) was 0, heater command (hc) was 0. Advised to swap out to alternate device and send this one to biomed labeled low flow and air leak. Water flow rate (wfr) without pads and circulation pump command (cpc) were too low and device needs to be evaluated. Sn (B)(6) . Per follow up information received via phone on 04feb2026, transferred to the biomed. Spoke with biomed who confirmed device has been received. They suspect a failing circulation pump. When they removed the shell and ran a functional check, the circulation pump seems to vibrate excessively compared to the other components. They will order and replace the pump onsite. If this did not resolve the issue, they would call back.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a circulation pump failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were trying to restart therapy and the arctic sun device keeps alerting low flow & air leak. Walked through stop therapy and empty pads. Device alerted 07 empty pads not complete x 2. Had them empty pads over trash can. Placed device in manual control at 10c with no pads connected. System diagnostics: outlet monitor temperature (t1) was 11.96c, outlet control temperature (t2) was 11.8c, inlet temperature (t3) was 12.2c, chiller temperature (t4) was 3.9c, water flow rate (wfr) was 0.8 l/m, inlet pressure (ip) was negative 7.2psi, circulation pump command (cpc) was 28%, mixing pump command (mpc) was 26%, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 1231.1, pump hours were 1050.1. Reattached pads while still in manual control. System diagnostics: outlet monitor temperature (t1) was 10.1c, outlet control temperature (t2) was 9.9, inlet temperature (t3) was 10.3c, chiller temperature (t4) was 5.4c, water flow rate (wfr) was 0.7 l/m, inlet pressure (ip) was negative 7 psi, circulation pump command (cpc) was 27%, mixing pump command (mpc) was 0, heater command (hc) was 0. Advised to swap out to alternate device and send this one to biomed labeled low flow and air leak. Water flow rate (wfr) without pads and circulation pump command (cpc) were too low and device needs to be evaluated. Sn (B)(6). Per follow up information received via phone on 04feb2026, transferred to the biomed. Spoke with biomed who confirmed device has been received. They suspect a failing circulation pump. When they removed the shell and ran a functional check, the circulation pump seems to vibrate excessively compared to the other components. They will order and replace the pump onsite. If this did not resolve the issue, they would call back.